Manufacturer narrative:
Patient death is reported MFR # 2916596-2020-03005. Incidental findings: the system controller failed functional testing due to slightly higher resistances measured across both power cables. The test was continued and the controller passed the remaining steps without issue. The higher resistance did not cause any functional issues but are indicative of the start of conductor breakdown. The heartmate ii system controller (serial number: (B)(4)) was returned for evaluation with the reported event of patient death. A log file was downloaded from the system controller for review ((B)(4)) as well as submitted for review ((B)(4)) with overlapping events spanning approximately 21 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). The events in the log file could not be correlated to a system controller related issue. The system controller underwent functional testing and did not reveal any controller related issues that would have contributed to the reported event. The system controller was run for an extended period of time on the mock loop and was able to support pump at its set speed while the driveline was connected. The device history records were reviewed for the system controller (serial #: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 12feb2015. Heartmate ii instructions for use section 2 entitled ¿systems operations¿ addresses how to properly replace the running system controller with a backup controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a witnessed cardiac arrest on (B)(6) 2020 and expired. The controller was returned to be investigated and was found to have conductor breakdown in the power cables.